Event description:
It was stated that during a stenting treatment procedure a stent damage occurred. The lesion was located in an unknown artery. An unknown sized wallstent endoprosthesis with unistep plus delivery system self expanding stent used to cross was deployed and the distal end of the stent was noticed to be frayed. The procedure was completed with this device. No patient complications were reported and the patient condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).